Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: the pump's black box data from the date of the event was not available. The available black box showed that there was a pump reboot event recorded after a replace battery alarm on (B)(6) 2016 and one unexplained pump reboot event prior to a battery change on the same date. There was no moisture or corrosion observed in the battery compartment. The battery compartment was cracked below the bumper pad. The returned battery cap contact measurements were within specifications. The returned battery cap fully attached to the pump with no visible yellow ring showing. The pump booted to the verify screen with audible and vibratory features. The pump completed a 24 hour duration test with no pump reboot events duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) of 18mmol/l with extreme drowsiness and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to a power issue.